Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact and the rear fan guard was missing. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit the reported error (e83) message. However, another error (e80) occurred, which required replacement of the rf board. After replacement of the rf board, voltage selector harness assembly, and rear fan guard, the device passed all performance criteria of its final test procedure. The evaluation was not able to confirm the alleged issue of an e83 error. However, a separate error (e80) occurred, which required replacement of the rf board. A failure of the rf board could account for the reported error message. Although, the exact error was not duplicated, the most probable root cause is wear and tear due to the evaluation findings of rf board failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, while attempting to perform the ablation, a generator error (e83) occurred. A second leveen electrode was opened, but the same error recurred. A second rf 3000 radiofrequency generator was brought in and the procedure was able to be successfully completed using this generator and the two original leveen coaccess electrode systems. The account reported that there were no visible issues with either leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, while attempting to perform the ablation, a generator error (e83) occurred. A second leveen electrode was opened, but the same error recurred. A second rf 3000 radiofrequency generator was brought in and the procedure was able to be successfully completed using this generator and the two original leveen coaccess electrode systems. The account reported that there were no visible issues with either leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.